Event description:
It was reported that needle 26x3/8 ib flow was obstructed. The following information was provided by the initial reporter: it was reported by the consumer, the needle did not allow insulin from the vial.   Verbatim: caller reported that several needles didn't allow her to get insulin from her vial and that she needed to change out the needle tip to get it to work. Number of occurrences 3. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Was the syringe/needle reused? No. Did issue cause any injury? No. Did customer require medical intervention? No. Is product available for return to bd? Yes. Cts informed caller bd might follow up regarding return of syringe/needle. Caller acknowledged. Resolution ¿ caller successfully filled a cartridge with insulin. No further follow up is required.

Manufacturer narrative:
H.6. Investigation: bd implemented a thorough investigation, CAPA#2166514, following our corrective preventative action protocol. This was opened for a trend in reports of ¿needle clogged / blocked¿, ¿aspirate / draw (cannot / difficult)¿, and ¿needle bent¿. All three of these issues have the same net effect: temporary interruption of flow of insulin into the reservoir. Based on the investigation, these issues appear to be related to the use case which involves drawing insulin from a vial into a syringe and then filling the reservoir of the insulin pump via a small port off the body in an iterative process, utilizing existing / ¿off the shelf¿ products rather than a product designed for this use. Bd products are designed to be single use, and because this is an "off the shelf" product, bd specifications do not take into account any requirements specific to the tandem use case. The investigation concludes the complaints are related to the use case and not due to a product nonconformance. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd implemented a thorough investigation following our corrective preventative action protocol. This was opened for a trend in reports of ¿needle clogged / blocked¿, ¿aspirate / draw (cannot / difficult)¿, and ¿needle bent¿. All three of these issues have the same net effect: temporary interruption of flow of insulin into the reservoir. Based on the investigation, these issues appear to be related to the use case which involves drawing insulin from a vial into a syringe and then filling the reservoir of the insulin pump via a small port off the body in an iterative process, utilizing existing / ¿off the shelf¿ products rather than a product designed for this use. Bd products are designed to be single use, and because this is an "off the shelf" product, bd specifications do not take into account any requirements specific to the tandem use case. The investigation concludes the complaints are related to the use case and not due to a product nonconformance.

Event description:
It was reported that needle 26x3/8 ib flow was obstructed. The following information was provided by the initial reporter: it was reported by the consumer, the needle did not allow insulin from the vial.   Verbatim: caller reported that several needles didn't allow her to get insulin from her vial and that she needed to change out the needle tip to get it to work. Number of occurrences - 3. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Was the syringe/needle reused? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product available for return to bd? ¿ yes. Cts informed caller bd might follow up regarding return of syringe/needle. Caller acknowledged. Resolution ¿ caller successfully filled a cartridge with insulin. No further follow up is required.